Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/06/2019. A manufacturing record evaluation was performed for the finished device batch mjp889, w830419 and no non-conformances were identified. Additional information was requested and the following was obtained: it is reported pull off suture needle', please clarify, when did the needle pull off during this event? During sewing.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It is reported 'pull off suture needle', please clarify, when did the needle pull off during this event? Did the same device have suture knotting issue and needle pulled off?

Event description:
It was reported that a patient underwent a anterior descending branch bypass procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences were reported.